Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that a loss of prime warning occurred 3 or more times, during which at least 3 separate cartridges from 2 separate boxes were used, within a 30 day period. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 02/09/2015 with the following findings: several 'loss of prime' warnings, which were due to non-zero-value low force readings and can be indicative of the type of issue that was reported, were observed in the black box data. A cartridge cap and battery cap were not returned with the pump; a test cartridge cap and test battery cap were used during the analysis. The pump was exercised for 24 hours, during which no 'loss of prime' warnings were observed: the reported issue was not duplicated. The pump failed a force sensor calibration check due to a force sensor calibration reading below the lower specification limit. The pump case was removed, and no evidence of internal damage or defect was found. The pump passed a force sensor resistance check. The following findings are unrelated to the reported issue: the battery compartment was observed to be cracked in the thread area and below the grip pad. A test battery cap was unable to secure to the suspect pump case per the instructions for use (IFU) due to the aforementioned battery compartment damage.